Event description:
A nurse reported that following intraocular lens (iol) implant surgery, a patient "can't see". The lens was exchanged. Add'l info was rec'd from the nurse, who reported that, prior to the exchange, the patient experienced poor vision. The patient is doing well following the exchange.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The file indicates the use of a cartridge, a handpiece, and viscoelastic. The product history records could not be reviewed for the cartridge lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The reported viscoelastic is not approved for use in the cartridge. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was rec'd on (B)(6) 2014. (B)(4).